Manufacturer narrative:
It was reported that the controller had an issue with the driveline connector. The controller, (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a controller power up event with no associated motor start event. Data files revealed that the controller was running for approximately 2.5 hours with no alarms, indicating that the pump was never started through the monitor. Failure analysis of the returned device revealed that the controller passed visual examination and functional testing. The results of the analysis revealed that the controller was able to connect a driveline connector properly with no issues; all connections were stable with no abnormalities observed. The most likely root cause of the reported event can be attributed to an inadequate connection between the controller and driveline connector. After further review of additional information received sections have been updated accordingly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU), notes that the user should not disconnect the driveline from the controller or the pump will stop. They are instructed to reconnect the driveline to the controller as soon as possible to restart the pump. If controller exchange is necessary, the IFU explains the correct method for connecting and disconnecting the driveline from the controller to prevent damage to either the driveline itself or the controller driveline port. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the driveline port on the patient's controller ((B)(4)) would not receive the driveline fisher connector. A health care professional at the site was only able to connect driveline connector half way into the controller. The controller was exchanged to (B)(4) with no reported consequence or impact to the patient. The patient was also issued a new back-up controller (B)(4). No further information was provided.